Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device had stopped helping with the patient's symptoms "for a few weeks now, maybe 3 weeks" (B)(6) 2018 and they had a loss of therapy. The patient stated that they were ¿getting bladder infections also 3 weeks ago and I¿m peeing a lot". This occurred in (B)(6) 2018. They noted that they did not have their controller/programmer with them at the time of report but stated that they ¿had tried to connect and was able to, and had "tried the different programs and it¿s just not working". The patient was redirected to their healthcare professional (hcp) and mentioned they did not have one so they were sent physician listings. There were no further complications reported or anticipated.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the three infections were before and two months and after, there have been no infection. The cause of the bladder infections was due to frequent urination and patient's underlying urinary dysfunction related to interstitial cystitis. There was no infection noted after implant. The action was taken for the bladder infection was the interstim implant that felt much better after implant.